Event description:
Unit came apart during surgical procedure. The white part with ring broke apart from the black handle portion of the unit and remained in pt. The surgeon was able to retrieve the white ring from the pt and reports no harm to pt.